Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha. Wi facility as part of a 50 pc. Lot in august of 2019. Evaluation of the returned instrument shows that the jaws are aligned in the closed position therefore we are unable to validate the complaint. Further evaluation shows that this instrument is able to pick-up , retain, close and release multiple clips both with and without the use of silastic test tubing. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the user found misalignment of the jaws before use. The applier was sent to our technical specialist. Having checked the applier, he found that it did not open and close smoothly and the rotation knob did not rotate properly, and concluded it was unrepairable. The applier was purchased by the hospital within 1 year. A new applier was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found misalignment of the jaws before use. The applier was sent to our technical specialist. Having checked the applier, he found that it did not open and close smoothly and the rotation knob did not rotate properly, and concluded it was unrepairable. The applier was purchased by the hospital within 1 year. A new applier was used to complete the procedure.